Event description:
It was reported that during a sleeve gastrectomy procedure on the first, second and third firings on the stomach it looked like the stapler cut beyond the staple line and the last few staples did not form. A serosal tear occurred at the distal end of all three firing. Minimal bleeding occurred, but there was no transfusion needed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.